Manufacturer narrative:
(B)(4). Device evaluated by MFR: the apex balloon catheter was received with the guidewire for the related complaint. The guidewire was in the wirelumen. The guidewire was protruding 135cm from the distal tip and 21 from the guidewire exit notch. The guidewire was measured. The distal tip of the balloon catheter was damaged and shaft of the balloon catheter was separated at the guidewire exit notch. The fractured faces were jagged and stretched which is consistent with tensile overload. The guidewire was able to be withdrawn from the apex catheter. There was no damage to the distal shaft. The inner diameter of the catheter was measured which is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factor (B)(4).

Event description:
Same case as MDR ID 2134265-2015-03422. It was reported that catheter entrapment occurred. The target lesion was located in the left circumflex artery. After a short choice pt guide wire crossed the lesion, a 2.50mm x 12mm apex¿ balloon catheter was advanced to the lesion. As the lesion was being predilated, the balloon catheter became stuck and would not come off the wire. The procedure was completed using another of the same short choice pt guide wire and a 2.00mm x 12mm apex¿ balloon catheter. No patient complications were reported and the patient¿s status was fine.